Event description:
Baxter medical informations reported a customer report of an interlink vented paclitaxel set in which air in line was observed. According to the report, the facility has been using the primary set for years, and only began experiencing issues in the past couple of months. Per the customer report, the facility primed the set per label copy, and inverted and tapped the filter to purge air. The primary set was then connected to an unknown infusion pump and therapy was initiated. According to the reporter, a chunk of air was observed below the filter an unknown amount of time after therapy is initiated. The reporter could not clarify if the filter was positioned at or below the level of the heart, or the infusion rate. The air did not reach the patient. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.